Manufacturer narrative:
Additional information: d9, g3, h3, h6. The complaint allegation was confirmed. One unpackaged ar-7283 batch 25271 was received for evaluation. Visual inspection revealed that the needle eye was broken off. The needle shows burrs on the surface. A functional test cannot be performed due to damage to the device. The most likely cause of the reported failure was the reuse of the needle and/or the device coming into contact with another instrument during use.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 8/4/2025, an FDA medwatch notification was received via email. A facility representative reported that during a procedure on (B)(6) 2025, the tip of an ar-7283 spring eye needle broke off during use. All broken fragments were successfully recovered, and the patient was not adversely affected. Additional information was received on 08/15/2025: this event occurred during a left hip abductor rupture repair procedure on (B)(6) 2025. It is unclear whether the issue originated on the back table or inside the patient. The procedure was completed without complications by utilizing an alternative needle. There was no delay in the case, and no additional anesthesia was administered.